Event description:
As reported by the field clinical specialist (fcs), during a transfemoral valve in valve (vinv) tavr procedure with a 29mm sapien 3 valve in a non-edwards valve, the valve and delivery system would not track due to wire misplacement. A second delivery system and valve was opened and prepped. The non-edwards valve was deployed too low, and the operator attempted to pull the valve more aortic. Once repositioned, a 29mm sapien 3 valve was prepped and inserted through the esheath+. However, the valve would not pass into the non-edwards valve because the wire went through a strut on the non-edwards valve into the left ventricle causing the valve to not track across the annulus. The delivery system, valve, and esheath+ were removed and the wire was repositioned. A second valve and delivery system was prepped, and during advancement of the valve into the non-edwards valve, the patient became hemodynamically unstable, and a large dissection was noted in the ascending aorta. The delivery system was removed and the patient was converted to open surgery. This case was aborted. Per report, there was no edwards representative in the room. The fcs was contacted after the case. The case description was given to the fcs from the charge nurse.

Manufacturer narrative:
Investigation is still ongoing.

Manufacturer narrative:
Correction to h6 based on additional information. The complaint for difficulty to cross native annulus and/or bioprosthesis was unable to be confirmed as neither the complaint device nor applicable imagery were provided for review. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis; therefore, a manufacturing non-conformance was unable to be determined. Due to unavailability of the lot number, review of the device history record and lot history was unable to be performed. The instructions for use/training manuals were reviewed for guidance/instruction involving the esheath and delivery system usage. Based on the review of the IFU/training manuals, no deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint description states, 'the valve would not pass into the non edwards valve because wire went through a strut on the non edwards valve into the left ventricle causing the valve to not track across annulus'. Per training manual, 'the wire must extend beyond the distal end of the delivery system and the stiff portion of the guidewire should be incorporated in the curved section of the wire at all times.' As such it possible that the improper guidewire placement may have led to the difficulties with crossing the annulus without additional information or imagery, a definitive root cause was unable to be determined at this time. However, available information suggests that patient factors (improper guidewire placement) may have contributed to the complaint event. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.